Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the chair has trouble driving. The provider states the chair will go forward fine but will not turn to the left or go into reverse.